Manufacturer narrative:
No patient information provided to date after calls to customer 06/30/20, 07/10/20, and 07/13/20. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The user failed to charge the battery.

Event description:
The hospital reported the system shutdown resulting in the loss of mechanical ventilation. There was no report of patient injury.